Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false low glucose result generated by the unicel dxc 800 pro synchron clinical systems. The initial glucose result of 96mg/dl was reported out of the lab. The result was questioned by a nurse because a fingerstick result for this patient was 350mg/dl. Customer then re-tested the original sample twice and glucose results obtained were: 357 and 355mg/dl, respectively.no affect to the patient was reported as the low result was not believed by the nurse.

Manufacturer narrative:
Qc was within specifications and there were no error messages. A field service engineer (fse) was dispatched: the fse replaced several hardware components. The fse calibrated glum and ran precision. The replaced parts have been requested to be returned for investigation. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report. Note: customer filed an MDR on 05/18/2009. The report #: 2100220000-2009-0003.